Manufacturer narrative:
No additional analysis has been done because we have received only the event description of this case. No document, x-rays or device analysis were possible.

Event description:
Revision surgery due to osteolysis around s1 screw. During the revision surgery: replacement of l4-s1 screws - insertion of competitor plif cage on l5-s1 and tlif cage on l4-l5. Bone quality was normal. No other information available.